Event description:
The customer staff claimed that a citadel plus side rail panel was partially detached (the panel was held by only one of four screws to a side rail mechanism) and requested a service. The damaged occurred at time of use the bed by a patient. No injury was reported.

Manufacturer narrative:
The customer staff claimed that a citadel plus side rail panel was partially detached (the panel was held by only one of four screws to a side rail mechanism) and requested a service. The damaged occurred at time of use the bed by a patient. No injury was reported.at time of pick up the citadel plus bed frame by an arjo representative, the customer¿s allegation was confirmed. The side rail panel was partially detached from the side rail mechanism. The arjo technician observed that not all adjustable bed width extension sections were used on this bed (these bed sections allow extending the width).the citadel plus instruction for use (831.374) instructs user to ¿make sure all eight width extension sections are extended. Using the bed without all extension in the same position may cause damage to the bed as well as create an unsafe condition.¿based on the above, it has been determined that the side rail became damaged because it was caught by the extension section. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage.to conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. The device was in use when the damaged panel was noticed. No injury was reported. The complaint was decided to be reportable due to the side rail partial detachment.